Manufacturer narrative:
Evaluated 3 open/used reservoirs (no clear liquid inside barrels) transfer guards and plungers were returned and inspected. Found a transfer guard¿s needles were not centered. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guards and plungers; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoirs passed per bolus and basal test; no leakage during priming/filling process were found during test. Found cosmetic damage on the transfer guard. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 3 of 4 medwatch reports regarding this event. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks at the past 2nd o-ring. The customer reported no adverse event. The event involved product(s) four mmt-332a, mmt-332a, mmt-332a, mmt-332a. Troubleshooting was performed. Mmt-332a was requested and the customer response was the device will be returned.